Manufacturer narrative:
A stryker service representative performed an initial evaluation of the customer¿s device and was able to verify the reported issue. The customer's device will be further evaluated at the product assessment center (pac). Stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A customer contacted stryker to report that their device gave inconsistencies audio voice prompts. This issue has the potential to either delay, or prevent, defibrillation from being delivered.  There was no patient involved in the reported event.

Manufacturer narrative:
Stryker further evaluated the customer¿s device at the product assessment center (pac). A cause of the reported issue could not be determined. The device is archived by stryker.

Event description:
A customer contacted stryker to report that their device gave inconsistencies audio voice prompts. This issue has the potential to either delay, or prevent, defibrillation from being delivered.  There was no patient involved in the reported event.